Manufacturer narrative:
After further review, this complaint is not reportable as per 21 cfr 803.

Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that after implantation of an intraocular lens (iol) the patient experienced toxic anterior segment syndrome (tass). Patient was treated with durezol. Additional information has been requested, but not received.